Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden heart attack on (B)(6) 2013 and subsuquently expired on (B)(6) 2013 after the use of the product.